Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an event where an infusion set cannula was sticking up out of the skin after insertion on (B)(6)2024. Patient noticed symptoms within 3 hours of insertion. The site of insertion was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.